Event description:
(B) (6). It was reported that during a coronary drug eluting stenting treatment procedure, the patient experienced angina pectoris and subsequently died. The index procedure treated the de novo 90% stenosed, 2.5x20mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.25x15mm balloon , the placement of a 2.5x24mm taxus liberte study stent and post dilation performed with the unspecified 2.25x15mm pre dilation balloon. Ivus was performed confirming the stent expanded well resulting in 25% residual stenosis. Timi 3 flow was maintained throughout the placement of the study stent. Then while attempting to treat a non target lesion located in the proximal left anterior descending (lad) artery, the patient experienced angina pectoris. A CABG procedure was scheduled for the next day and treated the 99% stenosed, 2.5x48mm non target lesion located in the proximal lad with improved outcome. It was reported that the patients' medication regiment was changed. The patient was discharged approximately a month later on clopidogrel and aspirin. Per the physician, the angina and subsequent CABG surgery were "not related" to the study stent. In (B) (6) 2009, the patient was found in sudden cardiac/respiratory arrest and died. No autopsy was performed and the cause of death is unknown. Per the physician, no additional information was available. The relation between the taxus stent and death is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)